Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels. Implantation was in (B)(6) 2009. In (B)(6) 2013, the patient began experiencing pain in the hip. Revision was performed in (B)(6) 2013.